Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed for infection and erosion. The lead system used with this ICD was taken out of service at the same time.